Manufacturer narrative:
The insulin pump received with detached end cap, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No loose drive support disk noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the drive support cap was sticking out and that insulin was squirting out during manual prime. The customer stated that the insulin pump was dropped and fell hard on the ground. The customer's blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.